Event description:
Pt diagnosed with breast carcinoma in 1995. Prophylactic internal fixation performed in 1998, following discovery of large metastatic lesion in right proximal femur. Radiographs on 1/2000 indicated intramedullary nail and screw components had fractured. Revision procedure performed in 2000.